Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error displayed on the screen. Customer's blood glucose value was 15 mmol/l at the time of incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump was not dropped or bumped. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not returned for analysis

Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.